Event description:
It was reported that the subject stent encountered resistance at the hub of the first microcatheter. The microcatheter was replaced with the new one, and the subject stent was delivered smoothly to the target position. The subject stent failed to open at a vascular curve. The physician attempted to retrieve the subject stent but encountered significant resistance. After multiple attempts, the subject stent could not be retrieved. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is 2nd of 2 mdrs.